Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 5.7 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity and moderate calcification in the iliac vessels and the aortic neck was 27 mm in diameter at the renal arteries and 15 mm in length. It was reported that the stent grafts were implanted without issues, and the delivery catheters were removed without issues. The physician inserted a 16 fr sheath from another manufacturer on the ipsilateral side for the insertion of the reliant balloon. The physician modeled the stent graft completely within the stent graft without issues; there was no extravasation after the removal of the delivery catheter. It was reported that when the physician removed the 16 fr sheath, the pt's blood pressure dropped. The angiogram revealed that there was a perforation of the vessel at the junction of the internal iliac artery and the external iliac artery bifurcation. The physician believes that the vessel perforation occurred during the insertion of the 16 fr sheath. The trauma to the vessel was resolved with the implantation of an endurant iliac stent graft. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (rupture/perforation). Eval, results/conclusions: (mild tortuosity and moderate calcification in the iliac), (16 fr sheath).